Manufacturer narrative:
Involved device was not available and reporter did not provide photographs or lot information. Due to the lack of lot information, a product history record could not be reviewed.

Event description:
Report received of a patient fall while using the prevalon® mobile air transfer system (mats) device. Reporter stated that on (B)(6) 2020, a male, obese patient entered the emergency room with an unspecified condition in which he needed a CT scan of his head. Reporter stated patient was transported to radiology on the mats device and once in radiology, the mats device was inflated, and the patient was transferred to the cat scan table. Reporter stated the scan could not be done as the patient was too large to fit into the scanner. Reporter stated while still on table and lying on the inflated mats, the patient¿s arm fell to the side causing all his weight to shift to that side. Reporter stated this caused the air in the sage mats device to ¿shift to one side flipping the patient on to the floor¿. Patient reportedly sustained a head injury from the fall and was transferred to a higher level of care facility. Lot information was not available from reporter. Though requested, no additional information was available.